Manufacturer narrative:
.

Event description:
It was reported from a different pt that another pt had approx 20 pump related surgeries by the same doctor. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.